Manufacturer narrative:
The insulin pump was received with intermittent buttons and buttons ramping up on their own due to corroded keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with cracked case at the lcd window corners and scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 416 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer was advised that the buttons may have been stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.